Manufacturer narrative:
Device evaluation - visual inspection of the bowl and two 2¿-inch tubing stubs shows evidence of a broken straw. The device was cleaned using a 10% bleach solution. Performance analysis: the bowl was connected to a wash kit tubing set and was run a couple times using di water with evidence of a leak at the top of the bowl. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the autolog washkit experienced a leakage issue during the procedure. The product was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that el2120 and bt725 products were used with the atl2001 as a set package, and the hospital discarded those two parts in order to change the whole set. The leak occurred at the tip where the tube and the pouch meet. Very limited amount of patient¿s blood was lost due to leak. Medtronic received additional information via analysis of the returned device that the bowl straw was broken and a leak occurred from the top of the bowl.